Event description:
It was reported that na 6f angio-seal vip was deployed in the common femoral artery. A pre-deployment angiogram was performed. All of the selection criteria were met and deployment was successful. Approx 1 hr post deployment, the pt had an occluded femoral artery. The physician thought there may have been a dissection above where the angio-seal device had been deployed. The physician stated that the angio-seal was in the correct location. The pt was taken to surgery where the artery was repaired. The physician then confirmed that the believed the dissection and occlusion were not caused by the angio-seal device. The pt was recovering.

Manufacturer narrative:
No prod was returned. A review of the lot history was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined.